Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 600 mg/dl. Customer stated cannula was bent. Customer stated insulin pump did not alert insulin floe blocked alarm. Customer declined troubleshooting for high blood glucose. It was unknown whether the customer was using automode. Customer not wearing a sensor during the high blood glucose reading. The insulin pump will not be returned for analysis.